Manufacturer narrative:
No product returned for investigation.

Event description:
Nellcor puritan bennett received a report of no audio found by clinical engineer during battery service of n-395 unit.